Manufacturer narrative:
The 18 fr gore introducer sheath and the second gore exlcuder aaa endoprosthesis contralateral leg component (pxc121000 / lot#04382047) were discarded by the facility. A review of the manufacturing paperwork is being conducted. Please note; the following devices remain implanted in the patient. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt231414/lot#04539236), a gore excluder aaa endoprosthesis contralateral leg component (pxc141200/lot#04416163), and a gore excluder aaa endoprosthesis iliac extender component (pxl161207/lot#03855795).

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair infrarenal abdominal aortic aneurysm. As an 18 fr gore introducer sheath was withdrawn, resistance was felt. The physician suspected that the left common iliac artery had torn and a second contralateral leg component was implanted in an attempt to repair the suspected tear. When the physician completely removed the 18 fr gore introducer sheath, the left common iliac artery and the second contralateral leg component came out with the sheath. The physician ligated the left common iliac artery and a femorofemoral bypass graft was implanted. The patient tolerated the procedure.